Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins). It was reported that the patient had their painstim system removed because it didn't work, however, they couldn't remember when or who removed it.